Manufacturer narrative:
Inspected one sealed reservoir and two opened used reservoirs. Manual prime and high-pressure test were performed and the reservoirs passed the tests. No leaks or defects in the o-rings were observed during analysis and all the reservoirs were connected and locked in place properly.

Event description:
The customer reported being hospitalized due to high blood glucose of 455mg/dl. The customer was experiencing high glucose for the past week. The customer stated that it seems the insulin pump was not delivering insulin when he disconnected and delivered a bolus of 1.5 units. The customer changed the infusion set and reservoir, and he still did not get any insulin. The customer stated that he treated with manual injection and his glucose level decreased. The customer stated that he kept using the insulin pump, but his blood glucose was high, and he went to the emergency room. The customer stated that he changed the infusion set and reservoir from another box and since then his blood glucose has been stable. No further info was provided.